Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The database analysis confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Ipg sc-1110 (sn (B)(4)). Device evaluation indicated that the ipg passed photographic, performance and electrical tests performed. The complaint was confirmed. The device exhibited excessive battery depletion, and exhibited the symptoms of analog ic-u1 damage. Exposing aic to high electromagnetic or voltage transient environment can cause this type of failure. The source of device damage was not known.

Event description:
A report was received that the patient was experiencing frequent charging of the ipg. The database analysis confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.